Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from the field clinical specialist (fcs), approximately 5 years and 6 months post transfemoral procedure with a 26 mm sapien 3 valve, the patient presented with stenosis and is being worked up for a valve-in-valve procedure. Per feedback from the fcs, during the valve-in-valve procedure, the 23 mm commander balloon ruptured on deployment of 23 mm s3ur. The commander was removed from the body with no patient issues. The ds was removed, and the artery was closed without complication. The delivery system and esheath were removed from the patient in the normal fashion. No damage was noted to other edwards devices. The commander and sheath are not available for return. The perceived root cause of the stenosis was calcium. The patient was symptomatic. The patient was stable and discharged with no issues.

Manufacturer narrative:
A supplemental MDR is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the patient provided by the site revealed calcification present in the landing zone. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was empirically confirmed as no device or related imagery was returned. Available information suggests that patient factors (calcification) likely contributed to the event as the event description stated that ''the perceived root cause of the stenosis was calcium'' and the provided imagery shows presence of calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, the customer also reported that ''an extra 1 cc was added to the balloon prior to the inflation.'' While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.